Manufacturer narrative:
H6: investigation summary : one used primary set was received for investigation. Upon visual inspection, a piece of tape was applied to the silicon segment of the tubing with an arrow pointed to the location of the reported leak. No defects were visually observed. The sample was primed with a blue dye solution and a leak could clearly be seen at the upper section of silicon tubing. The customer's complaint of leaking at top of section that fits into IV pump was verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Visual inspection under magnification was performed on the tubing and two small tears were observed in the silicon pumping segment where it connects with the upper fitment. The root cause of the tear cannot be determined. However, we encourage the customer to load the pumping segment top first before the bottom, as doing the opposite is a known cause of this failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the unspecified bd intravascular administration set experienced leakage. The following information was provided by the initial reporter: IV tubing found to be leaking at top of section that fits into IV pump shortly after being primed and hung.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one used primary set was received by the customer for investigation. Upon visual inspection, a piece of tape was applied to the silicon segment of the tubing with an arrow pointed to the location of the reported leak. No defects were visually observed. The sample was primed with a blue dye solution and a leak could clearly be seen at the upper section of silicon tubing. The customer's complaint of leaking at top of section that fits into IV pump was verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Visual inspection under magnification was performed on the tubing and two small tears were observed in the silicon pumping segment where it connects with the upper fitment. The root cause of the tear cannot be determined. However, we encourage the customer to load the pumping segment top first before the bottom, as doing the opposite is a known cause of this failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd intravascular administration set experienced leakage. The following information was provided by the initial reporter: IV tubing found to be leaking at top of section that fits into IV pump shortly after being primed and hung.